Manufacturer narrative:
(B)(4). As the device was discarded and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set disconnected from a non-baxter blood collection container. This occurred while the nurse attempted to draw blood from the line. The blood collection container was replaced with a different product and no further issues occurred. There was no patient injury or medical intervention associated with medical intervention associated with this event. No additional information is available.